Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge would not fit onto the pump. Reportedly, the cartridge would slide onto the pump. However, the cartridge would not be flush with the pump. The customer's blood glucose level was 94 mg/dl. A new cartridge was successfully loaded and insulin delivery was resumed.